Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately one week following the aborted procedure, the surgical aortic valve replacement was performed.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Section h6 - fdm/annex b code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, the patient had a bicuspid anatomy with heavy calcium and a raphe present and the patient was sized for a 29 mm medtronic valve. During pre-dilatation, the balloon remained under-expanded with a waist. The planned 26 mm non-medtronic valve procedure was abandoned after observing the balloon inflation. An attempt to deploy the 29 mm valve resulted in it being constrained at 80%. The valve was removed. Subsequently, an attempt with an 26mm valve was made however it was also significantly constrained at 80%. The valve was removed. The procedure was aborted. The patient is stable and doing well. Additional information was received indicating that the patient had surgery on the aortic valve at an unspecified time after the aborted transcatheter valve implant procedure and is doing well.

Event description:
It was reported that during a transcatheter heart valve procedure, the patient had a bicuspid anatomy with heavy calcium and a raphe present and the patient was sized for a 29 mm medtronic valve. During pre-dilatation, the balloon remained under-expanded with a waist. The planned 26 mm non-medtronic valve procedure was abandoned after observing the balloon inflation. An attempt to deploy the 29 mm valve resulted in it being constrained at 80%. The valve was removed. Subsequently, an attempt with an 26mm valve was made however it was also significantly constrained at 80%. The valve was removed. The procedure was aborted. The patient is stable and doing well.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012564400); product type: 0195-heart valves; product ID: evolutfx-29 (j269246); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.